Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and replaced ac power supply (eos) to repair the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. During evaluation of the replaced part at the product analyses center (pac) the technician observed that the fuse is open on the eos which will cause no ac power recognition and no dc battery charge function of the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device has no ac power recognition and no dc battery charge function. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.